Event description:
The end of the tubing is becoming disconnected from the port connection where the tubing and feeding tube are connected. There was no harm to the patient, but the tube has to be pulled and a new feeding tube has to be placed.